Event description:
An eye care professional reported that a pt presented complaining of pain associated with a red and irritated right eye following contact lens wear. According to the eye care professional, an examination of the pt's eyes that day did not indicate any signs of red eye. Slit lamp examination of the contact lens while on the pt's right eye revealed a triangular shaped foreign body ("piece of lens") located on the surface of the contact lens. The eye care professional further reported that a couple of days later the pt informed him of having sought care from an ophthalmic emergency room, where a contact lens related eye infection (type unk) had been diagnosed. According to the eye care professional it is not known if a culture was taken at the hospital or not. No further relevant info has been rec'd to date despite multiple requests.

Manufacturer narrative:
The actual device was evaluated. The lens was within specification for parameters according to the blister label. The lens was rejected for surface flash near optic zone >0.4 mm width and >0.5 mm length and for color missing. The device history records for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the mfg process which related to the nature of the complaint. The suspected root cause is the flash on the lens surface. (B)(4).